Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for a can¿t activate safety device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), and were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that an ultrasafe x100l png clear pfe puurs failed in safety guard activation after use. The following was reported by the initial reporter: "needle issue (problems with the syringe as the needle is not retracting when used.) With fragmin".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an ultrasafe x100l png clear pfe puurs failed in safety guard activation after use. The following was reported by the initial reporter, "needle issue (problems with the syringe as the needle is not retracting when used.) With fragmin."